Event description:
It was reported that this device exhibited code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for data analysis and confirmed there was potential internal electrical short within the battery. It was recommended to perform device replacement within a provided timeframe. Recently, this device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device has been received for analysis and is pending the investigation conclusion.

Event description:
It was reported that this device exhibited code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for data analysis and confirmed there was potential internal electrical short within the battery. It was recommended to perform device replacement within a provided timeframe. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.

Manufacturer narrative:
This report is being sent to provide new information in d6a (implant date).

Event description:
It was reported that this device exhibited code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for data analysis and confirmed there was potential internal electrical short within the battery. It was recommended to perform device replacement within a provided timeframe. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.